Manufacturer narrative:
G4: 19feb2020. B4: (B)(6)2020 multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(4) 2020. Date of report: 30jan2020.

Event description:
It was reported that the ventilator would no operate on battery. There was no patient involvement. The customer troubleshot with technical support. The customer reported to have replaced the battery with 2 batteries from the shelf, neither of which will operate the unit. However, the old battery still works. The customer charged the batteries all weekend and with the batteries installed, the unit would not boot on. Black screen with back up alarm and the alarm light emitting diode (led) flashing. The unit works fine from alternating current (ac). The customer stated that the batteries are over 90 days old and could be a year old. The customer checked the battery voltage, and both were 0 volts.